Event description:
It was reported that the patient experienced withdrawal with lack of pain control. The pump was used to deliver hydromorphone 10mg/ml with a daily dose of 9mg. Additional info has been requested, a follow-up report will be sent if additional info becomes available.